Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 335 mg/dl. The customer's social worker stated that prior to the event, the customer had been experiencing high blood glucose levels and vomiting. The customer stated that she was using an mmt-397 infusion set and had changed her infusion set the day before. The customer also stated that she was not receiving a full bolus because of a no delivery alarm. Programming was correct and troubleshooting was performed. The insulin pump passed both the prime and high pressure test. Nothing further was reported.